Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic right colon resection procedure, the membrane busted as the physician had a hand in the product and using the device normally. No pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.